Event description:
The patient underwent a ventral/incisional hernia repair using veritas collagen matrix. The patient experienced a failure of the hernia repair. The surgeon attributed the event to the patient's hemodialysis and reduction in healing factors. The surgeon believes the veritas was reabsorbed rather than remodelled and the hernia repair did not hold. This event was reported in (B)(4) presentation on (B)(4) 2012. There is no further information at this time.

Manufacturer narrative:
No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable. The following report numbers are all from presentations given by three (3) different physicians at the (B)(4) meeting held on (B)(4) 2012.